Event description:
It was reported that the patient received several inappropriate shocks due to oversensing on the ventricular channel. High impedance and lack of sensing and pacing were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.